Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.